Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with post-meal hyperglycemia followed by hypoglycemia after exercising, with a highest value of 260 mg/dl and a lowest value of 51 mg/dl, while using a steel cannula infusion set; the device report reviewed by the agent indicated the pump operated appropriately, and the user declined a supply change and further assistance. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included customer interview, review of device data, and troubleshooting education on appropriate meal announcements and standard guidance that elevated glucose can warrant a supply change. Investigation of this case revealed no device malfunction observed in the available data and no alarms reported, with glucose variability plausibly influenced by meal timing, exercise, and user announcements. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.